Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scope image was blurry. The hospital used the same scope to complete the procedure. No patient complications were reported.